Event description:
Two coronary stents with delivery systems were successfully deployed at the target lseion site in the pt's right coronary artery. During attempts to deploy a third coronary stent with delivery system at the target lesion site with the protective sheath retracted, the guide catheter and wire support was lost and the stent dislodged off the balloon catheter. The embolized stent could not be located with fluorosocpy. The sds were withdrawn from pt would complication. There were no clinical sequelae reported relative to the event.